Event description:
It was reported that a patient underwent a thermal ablation on an unknown date. A hysteroscopy and dc were also performed. During the procedure, no problems were noted with pressure or temperature. Two days following the procedure, the patient returned with a fever of 104f and appeared septic. The white blood cell count was raised with a left shift. Imaging by ultrasound showed a tubo-ovarian abcess. The physician was concerned that a perforation had occurred that could have led to a bowel lesion. Further imaging from a CT scan and plain films showed no evidence of bowel damage. The patient recovered on IV antibiotics. She was then put on oral antibiotics and got better over a period of two weeks. One week later, the patient presented again with symptoms but was not as ill as the first time. Imaging showed that the tubo-ovarian abcess was still present, however, slightly diminished in size. The patient again recovered very well under antibiotics, however, the image of the abcess remained unchanged. After four weeks, the patient had severe pain and follow up surgery was required. The patient underwent a procedure which included removal of the uterus and cervix, both ovaries, fallopian tubes and a small section of bowel. The physician opined that the patient had severe endometriosis which caused multiple bowel adhesions that had simulated the abcess on imaging. There were no abcesses present. The physician cut through the uterus and could not identify a lesion that indicated a uterine perforation. The histologists who were consulted opined that the heat from the balloon may have dissipated to the adjoining bowel and caused the subsequent inflammation and adhesions.

Manufacturer narrative:
(B)(4). The date of the thermal ablation was (B)(6) 2011. The uterus sounded to 8.5cm and there was nothing unusual about the uterine position. A hysteroscopy was performed both pre- and post-ablation. There was no suspicion of thermal or bowel injury at the time of the procedure. The patient's symptoms started on (B)(6) 2011. The patient had a hysterectomy (B)(6) 2011 and the sigmoid colon was removed. The pathology results noted that sections of the uterus revealed extensive areas of adenomyosis with endometriosis extending into the ovaries, the fallopian tubes, with hemorrhagic cysts present.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.